Event description:
The customer reported that while monitoring patients on a exhibit central station (xcs), the central had become frozen. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the exhibit central station. Following the reboot, one of the displays was blank. Tech support walked the user through reseating the display cables. The customer confirmed the issue was resolved. Cause of failure was not determined.